Manufacturer narrative:
(B)(4). Conclusion: the service technician performed all bench testing using a good known test ac adapter as well as a good known test patient circuit. The ventilator then passed the 139 hour extended tests at the customer¿s settings. The ventilator also passed the ltv final test which includes many ventilation and alarm functions.

Event description:
The customer reported that the patient expired while on the ventilator. There is no report of the ventilator malfunctioning. The patient reported to have expired due to the disease progression.